Event description:
It was reported that during a cryo ablation procedure, the balloon inner catheter was not straight; however, it followed the balloon circumference. The balloon was removed from the patient and inflated, and the balloon tilted to one side. The balloon catheter was replaced, but the same issue occurred with a less dominant curve than the first balloon. After manipulating the balloon back and forth a few times, the issue was resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37285 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation, a kinked guide wire lumen was observed inside the balloon segment and the push button doesn't move back. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed and during inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.14 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow movement is not free due to push button hypotube windows excessive glue. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink and the bellow stuck/glued on the hypotube-pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.